Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent fractured. The procedure was then completed with another of same device. The patient condition was stable post-procedure.